Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation, the needle/stiffener pulled out of the needle holder. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with orange and white foreign material on the port face and in the port. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation, when the pedal was pressed the needle and stiffener moved. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. For returned probe sample 1, the complaint evaluation was unable to confirm the reported cut failure due to the needle/stiffener pulled out of the needle holder during actuation functional testing. However, the needle/stiffener detachment could be potential contributor factor of the reported cut failure at the time the event was observed. The exact root cause of the detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. For returned probe sample 2, the complaint evaluation was unable to confirm the reported cut failure due to the stiffener sleeve and needle move forward when the pedal was pressed during actuation functional testing. However, the stiffener sleeve and needle moving forward during testing could be potential contributor factor of the reported cut failure at the time the event was observed. How and when the stiffener sleeve/needle became loose cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out. A non-conformance investigation has been initiated related to stiffener sleeve/needle detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that vitrectomy probe head was not cutting during vitrectomy surgery. The surgery was completed by replacing with another one. There was no patient harm.